Event description:
In 2003, I was implanted with mentor brand saltwater implants. A year later in 2004 unpleasant symptoms began such as intestinal disorders, bladder, abdominal pain, extreme fatigue, nervousness, depression, memory loss, concentration ... Then every year the symptoms continued to increase in numbers and their intensities. Until 2009 with suicidal thoughts, I stopped working for a few years and did a 40-day fast at home. I was ready to "die" so much; I was in pain, because traditional medicine was not investigating enough to discover the reason for my painful and disabling symptoms. I did some exams, but it was not until 2014 that I was diagnosed with multiple sclerosis and in 2015 with fibromyalgia. Symptoms include: difficult speech / coherence / coordination, motor impairments / dizziness / instability (paresis / ataxia), extreme fatigue / muscular pains / weaknesses, thyroid disorder / swallowing / jaw stiffness, bladder disorder (hyperactive) / incontinence, central nervous system and endocrine disorders, gastrointestinal disorders (sci) ills, cognitive difficulties / memory loss / concentration, cramps / spasms / stiffness / insomnia, pain / heaviness with breasts / capsulitis, intense pains / back / ribs / thorax / carpal tunnel, headaches / neck / shoulders / forearms / kidneys, dry cough / grace (throat clearing), spatio-temporal difficulty / confusion, difficulty with walking and with the effort / the clothing, difficulty going up / down the stairs, difficulties with healing / recovery of forces, electric shocks in the column and the body, weaknesses / hips / knees / ankles / wrists, trends in falls / phobic (fear of falling), aches / bruises / fragile skin, redness / numbness of limbs, tingling / sizzling / swelling / burning, candida albicans / weakened immune system, fog / pressure diplopia behind the eyes, loss of autonomy / endurance (tonus), sensitivity / hypersensitivity losses, losses of balance / heavy legs / feet drag on the ground, loss and thinning of hair, rash / itching / lesions, dry mucous membranes mouth / eyes (redness / infection), psoriasis and dry skin / allergies / cutaneous / food, pressure on breathing lungs / palpitations, pinching / shocks (knives through breasts / tingling), runny nose / frequent sneezing, hypersensitivity / intolerance to sounds / light, depression / anxiety / irritability / instability of mood, and insecurity / discouragement / impotence / suicidal ideation. On (B)(6) 2003 implant facilities (mentor 350-1670 / l sn (B)(4) / r sn (B)(4) (batch: 254085, sm rd saline-filled mamm prosth) since (B)(6) 2004. This is the beginning of unpleasant symptoms. In 2005 other symptoms that appear until today in (B)(6) 2019. In 2011 diplopia diagnosed following an ophthalmologist examination. In 2014 multiple sclerosis diagnosis after MRI with contrast fluid (gadolinium) by neurologist (B)(6)). On 2015 diagnosis fibromyalgia performed by a rheumatologist. I am now disabled and declared invalid. I have been walking with a cane since 2015 and a walker to help me with safer trips. I have a real loss of enjoyment of life, my body and the well-being of living with each day and night that passes. I am in pain 24/24 and would like to finish with these unbearable disabilities. Thank you.